Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted and replaced after 34 months of implant duration due to battery depletion. The physician expressed dissatisfaction with respect to device lonevity.

Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted and replaced after 34 months of implant duration due to battery depletion. The physician expressed dissatisfaction with respect to device lonevity.

Manufacturer narrative:
To date, this product has not been returned to guidant for laboratory evaluation. Event details will be updated should more information become available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.